Event description:
During close, the surgeon noticed a burn in the patient bowel in an area where no cutting/coagulation took place. Upon investigating, the surgeon noticed a burn mark in the conmed pencil that was used. They were able to repair the burn and no lasting damage occurred.